Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip inserted backwards or upside-down. Note: manufacturer attempted to obtain additional information and did 3 follow-up calls in an effort to ensure the customers new replacement products have resolved the customer original concerns and is not displaying dead meter as previously stated by the customer but unable to establish contact with customer.

Event description:
Wife called on behalf of her husband and states the customer was complaining that he felt his sugar was low and wife states customer was sweating. Wife states she gave customer glucose tablets. The customer's expected results are 100-110mg/dl. Customer states the meter does not turn on and that her husband has symptom of low blood sugar. States that she has given him glucose tablets in order to get the sugar up. The customers daughter is taking the customer to the doctor's office. The customer's wife states that her husband has not been able to test for more than a week because the meter will not power on. Customer does not have test strip.